Event description:
Adverse event(s): "unable to see" (vision, impaired); "having pain" (pain); "having irritation" (irritation); "experiencing foreign body sensation" (foreign body sensation). Product problem(s): "none reported" (no information [iol (intraocular lens) implanted]). A consumer reported that following intraocular lens (iol) implant surgery, she was unable to see, having pain and irritation. The consumer reported that she has macular degeneration and was legally blind before her implant surgery. She uses a low vision aid to read, but since having surgery, her vision is much worse. The consumer reported that initially her vision improved slightly because she could make out the squares on her telephone, but since that time she has not noticed much improvement. The consumer also reported experiencing a foreign body sensation. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. (B) (4). (B) (4).